Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a drain was used. The adapter was deformed. In the photo it looked like air bubbles, but it was actually dissolved, so the customer requested an investigation. The defective part was found by cutting off the drain and only the connection part with the adapter (the part of this product). This event was found before use. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Unk. Please provide the reference photos mentioned in the event description. Please confirm, was the product used on the patient? The event occurred before use on the patient. Please perform and document the follow up attempt for product return. The device has been received at sukagawa and will be shipped. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). H3 evaluation: complaint sample review: one complaint sample of partial drain of around 100 mm, with pre-attached adapter and without any trocar was received for evaluation. Product was inspected visually under magnification and a bubble type shape was found across the adapter connection point. Also, a tiny hole along with some slide mark was visible nearby the bubble shape. From the observations, it is suspected that the product might have come in contact of some hot and pinned / sharp object and led to the defect generation. Also, seems that the external factors, which are out of manufacturing scope could not be ruled out at user end. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review: not applicable, as lot number of the complaint was unknown, hence, batch history review was not performed. Retention sample review: not applicable, as lot number of the complaint was unknown, hence, retention sample review was not performed. Review of defective sample's image / video: total two images were received in the complaint form, where, in photo-1 complete product was visible and in photo-2 wire was came-off outside the catheter lumen was visible. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.